Manufacturer narrative:
During investigation, it was found that the temperature sensor on the electrode was broken. The electrode was out of warranty as it was manufactured in april 2005. The warranty for this device is 6 months.

Event description:
It was reported that while performing a cervical procedure with the rf generator, a high impedance error occurred that caused that device to discontinue rf energy output. The doctor attempted to create a lesion several times resulting with the same error. Following the procedure, the patient reported that they were experiencing neuralgia. The doctor prescribed pain medication as a result.